Event description:
It was reported that the patient presented in the clinic for follow up and upon interrogation, the pulse generator exhibited backup operation. The device had been exposed to therapeutic radiation. After a device software download, normal function ensued. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.